Manufacturer narrative:
This report is for an unknown constructs: uss /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: tsirikos a, loughenbury p (2018). Single rod instrumentation in patients with scoliosis and comorbidities: indications and outcomes. World journal of orthopedics. Volume 9. Issue 9. Page 138-148. (United kingdom). This study reports a prospective series of patients treated by a single surgeon with a single rod hybrid technique in an effort to reduce peri-operative morbidity. The indications for use of this technique are discussed and the post-operative clinical, radiological, and functional outcomes are reported. Between 2005 and 2015, 99 patients (mean age at surgery, 12.8 years), who underwent surgical correction of scoliosis using a single hybrid rod technique, were included in the study. Patients were classified into 3 groups; group a (62 patients with complex deformities), group b ( 21 patients who had a previous conversion of growing rods to definitive spinal fusion, and group c ( 16 patient with adolescent idiopathic scoliosis low bmi, and severe eczema at risk of wound or systemic infection.). 87 patients underwent posterior and 12 patients with early onset scoliosis (10 idiopathic - 2 syndromic) combined one-stage anterior/ posterior spinal fusion. All patients were implanted with an unknown synthes universal spine system. Decortication of the posterior elements and use of autologous local and allograft bone (fresh frozen femoral heads) aimed to achieve a solid fusion. On the first post-operative day, mobilization was commenced and patients were fitted with a custom-molded removable underarm spinal jacket to wear when out of bed for 6 months after surgery. Clinical and radiological evaluation was performed post-operatively at mean follow-up 3.2 years (range: 2-12). Complications were reported as follows: 1 patient had rod failure which was the result of non-union presenting with rod breakage occurring 17 months after surgery. A revision posterior surgery was performed to address a hairline non-union using a new rod and the existing fixation points. The fusion was augmented with autologous rib and allograft bone with a good outcome at skeletal maturity. 2 patients had rod failures that presented at 3 years after surgery. Both patients were asymptomatic, and there was no radiographic evidence of recurrence of the deformity. The two opposing ends of the rod were undisplaced at the point of failure, and a computed tomography (CT) scan confirmed a solid fusion across the previously instrumented levels. Revision surgery was not required, and the patients remained pain-free with a full range of activities and a stable residual deformity at subsequent follow-up. 1 patient had developed distal junctional kyphosis following index posterior correction. The patient underwent revision surgery to extend the fusion by two caudal levels resulted in a good outcome at the end of skeletal growth. This report is for one (1) device-an unknown synthes universal spine system. This is report 1 of 3 (B)(4). A copy of the literature article is being submitted with this medwatch.